Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury.

Event description:
When inserting the glenosphere the driver snapped. Excessive force was not used. The driver head was inside the glenosphere and after 5 min of using the fraser sucker an x-ray was called to confirm if it was out. X ray of the patient showed no sign of driver head. Dr maclean x rayed the sucker bag and the driver tip was inside. Confirmation of the driver tip being out of the patient was noted.